Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that flexvision monitor unable to display live image. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found that previously a second splitter box was installed. The fse identifies that this second splitter box was incorrectly wired to the original splitter box having a defective output. To resolve the issue, fse bypassed faulty splitter box and replaced the defective live x-ray splitter. The defective parts were returned for analysis, for video splitter dvi, confirming the malfunction due to both slaves out 1 and 2 do not seem to work at all and not able to get any visual output. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.